Event description:
Pt reported that a comparison between the surestep meter and a hcp meter was 174 mg/dl (ss) and 230 mg/dl (hcp) respectively (24% difference). No symptoms were reported. Lifescan rep discovered that the meter code (5) was not set to match test strip code (9). Control solution test result (138) was in range (96-144). There was no allegation of harm.